Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: . A visual analysis of the returned device identified white particles in device inner surface, fold creases and total delamination of valve. Leak test and microscopic analysis were performed which identified total delamination of valve and wear abrasion. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure.

Event description:
Healthcare professional reported the device has been explanted.